Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the mesh was implanted. The patient experienced constant pain, sharp intense pain spurts from groin and down the right leg, loss of nerve stimulation, excessive burning and severe dryness causing prevention of any intimate penetration. The patient also experienced multiple infections, restricted urine excretion, abdominal swelling most likely due to swelling of bladder and inflammatory markers due to infections. It was also reported that the mesh was pulling on epithelial lining and inflicting severe nerve damage. No further information is available.

Manufacturer narrative:
Date sent to the FDA: (B)(6)2017